Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be air leaks in the fluid delivery line. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800736 revision 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse troubleshooting low flow in an arctic sun device. Therapy was started about 8pm. Flow rate (fr) was 0.8lpm with large pads in place. Guided to system diagnostics showed that the system hours were 3130, pump hours were 196, inlet pressure (ip) was -4.5psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected using proper technique. No change in values. They requested another device as they were on the phone. Stopped therapy, emptied and disconnected pads and placed device in manual control. Inlet pressure (ip) was -7.2psi, flow rate (fr) was 1.7lpm, circulation pump command (cpc) was 46 percentage. At this time the other device arrived (loaner (B)(6)). Moved pads and probes and started therapy on this device. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 68 percentage, flow rate (fr) was 2.9lpm. At this time the nurse noted tape over damage in the fluid delivery line (fdl) on the initial device. Advised they would need to replace fluid delivery line (fdl) as this was likely the reason their device was losing suction and having flow rate (fr) issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse troubleshooting low flow in an arctic sun device. Therapy was started about 8pm. Flow rate (fr) was 0.8lpm with large pads in place. Guided to system diagnostics showed that the system hours were 3130, pump hours were 196, inlet pressure (ip) was -4.5psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected using proper technique. No change in values. They requested another device as they were on the phone. Stopped therapy, emptied and disconnected pads and placed device in manual control. Inlet pressure (ip) was -7.2psi, flow rate (fr) was 1.7lpm, circulation pump command (cpc) was 46 percentage. At this time the other device arrived (loaner (B)(6)). Moved pads and probes and started therapy on this device. Inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 68 percentage, flow rate (fr) was 2.9lpm. At this time the nurse noted tape over damage in the fluid delivery line (fdl) on the initial device. Advised they would need to replace fluid delivery line (fdl) as this was likely the reason their device was losing suction and having flow rate (fr) issues.